Event description:
A dexcom patient care specialist contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013, on behalf of a patient. The patient reported that upon awaking his cgm read 175 mg/dl and blood glucose meter read 57 mg/dl. On (B)(6) 2013 dexcom technical support followed up with the patient regarding sending data to dexcom for investigation.